Manufacturer narrative:
Serial number should have been (B)(4) rather than (B)(4).

Event description:
It was reported that the atrial lead exhibited noise. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).